Event description:
Rayner intraocular lenses limited received notification from the polish distributor of an event that occurred following implantation of a c-flex intraocular lens (iol). The event description provided states that the pt reported problems with their sight and that upon examination of the eye the healthcare professional detected posterior capsule opacification (pco). Please refer to rayner intraocular lenses limited's MDR report (B)(4) for further information.